Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe luer-lok¿ syringe bodies were cracked, resulting in medication leakage. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: the sample sent by the customer was verified and it was possible to observe the barrel cracked. The same sample was evaluated for the complaint (B)(4). DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The potential cause for the problem is a barrel jam on assembly machine system, which caused the barrel cracked at another syringes. As internal action for product quality, process improvement will be performed for defects of damaged components and leakage. The defect identified from this complaint will be monitored for trend evaluation. CAPA is not required at this time.

Event description:
It was reported that the bd plastipak¿ syringe luer-lok¿ syringe bodies were cracked, resulting in medication leakage. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd plastipak syringe luer-lok syringe bodies were cracked, resulting in medication leakage. Noticed during use. There was no report of exposure, injury, or medical intervention noted.